Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that he had his first trial on (B)(6) 2016 but that trial failed as the lead got tangled up and pulled loose. The patient got a second trial. No further information was provided about this event. Follow up was conducted to obtain the actions/ interventions taken to resolve the failed trial and to know why there was a 2nd trial. If additional information is received, a follow report will be sent.